Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button was not operating properly. The pump screen was accessible when the pump was plugged into a power source. Customer continued to use the pump for insulin therapy. Blood glucose was 246 mg/dl.